Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she has been having issues with the insulin pump alarming motor error. This has been causing the customer's blood glucose to be over 400 mg/dl, treated with a manual injection. The alarm occurred when she was trying to sleep; the device was delivering a bolus. Troubleshooting was performed and the device was able to complete the rewind process. The customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.